Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch ultrasmart meter has a power issue (unit power off during use). This complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with oral medication. According to the reporter, the power issue began on (B)(6) 2013. The patient did not take any action based on the alleged issue. Reportedly, two weeks after the onset of the power issue, the patient had symptoms described as ¿broke out in sweats, throwing up, and chest pain.¿ on (B)(6) 2013, the patient went to the ER to have lab results tested and an EKG was obtained. The patient reportedly had a blood glucose result of ¿106 mg/dl¿ on (B)(6) 2013. During troubleshooting, the patient was educated on the subject meters behavior and auto-shutoff feature but the issue was not resolved. There was product misuse. This complaint is being reported because the patient has symptoms suggestive of acute complication of diabetes after the power issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.